Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through social media post that on an unknown date, a mitraclip procedure was performed. A mitraclip was inserted and deployed on the mitral valve. On an unknown date, post procedure, the patient returned to the hospital due to recurrent mitral regurgitation (mr). For treatment, a robotic totally endoscopic mitral valve repair procedure was performed. No additional information was provided.

Event description:
It was reported through social media post that on an unknown date, a mitraclip procedure was performed. A mitraclip was inserted and deployed on the mitral valve. On an unknown date, post procedure, the patient returned to the hospital due to recurrent mitral regurgitation (mr). For treatment, a robotic totally endoscopic mitral valve repair procedure was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported recurrent mr. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was hospitalized and a robotic totally endoscopic mitral valve repair procedure was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.